Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). The report says: "several cases while using coaxial hamilton medical circuits (example 260207 or 260240 in niv humming and vibrating of the circuit. Sn (B)(4) it results in disturbed ventilation, lots of check flow sensor alarms and sensor failure mode. Customer reported: also vibrating and humming and disturbed ventilation in sn (B)(4) on 10th of january in this case no sensor failure mode, but the vibrating was so bad, that ventilation noot was not really possible: users replaced circuit, still same, replaced ventilator, still same, replaced ventilator again, then niv performance was ok." The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient. Furthermore is the issue not likely to be serious to public health but could cause serious injury or death if it were to reoccur.

Event description:
Several cases while using coaxial hamilton medical circuits (example 260207 or 260240 in niv humming and vibrating of the circuit. Sn (B)(4) it results in disturbed ventilation, lots of check flow sensor alarms and sensor failure mode. Customer reported: also vibrating and humming and disturbed ventilation in sn (B)(4) on 10th of january in this case no sensor failure mode, but the vibrating was so bad, that ventilation noot was not really possible: users replaced circuit, still same, replaced ventilator, still same, replaced ventilator again, then niv performance was ok.

Event description:
Several cases while using coaxial hamilton medical circuits (example 260207 or 260240 in niv humming and vibrating of the curcuit. Sn (B)(6) it results in disturbed ventilation, lots of check flow sensor alarms and sensor failure mode. See attached logfiles: customer reported: also vibrating and humming and distrubed ventiltion in sn (B)(6) on 10th of january in this case no sensor failure mode, but the vibrating was so bad, that ventilation noot was not really possible: users replaced circuit, still same, replaced ventilator, still same, replaced ventilator again, then niv performance was ok.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the devices failed to meet its specifications at the time of the events while the ventilators were used. The root cause could not be determined and no correction was initiated. There was no patient or user harm.